Event description:
It was reported that the pt passed away from unk cause.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specification at the time of release. No autopsy results, death certificate, or additional info regarding the event or pump functions were available at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.